Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vaulting, elevated iop. On (B)(6) 2017 the lens was exchanged for a shorter lens. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. There was evidence of clear/black residue on the product. (B)(4).